Event description:
Per the clinic, the patient was treated with topical steroid and oral antibiotics (specific dates and duration not reported). Subsequently, the patient underwent an explant surgery under general anesthesia on (B)(6) 2024 to remove both the abutment and the internal fixture. The patient was re-implanted with another device during the same surgery.

Event description:
Per the clinic, the patient experienced chronic inflammation, pain, drainage and skin infections at the abutment site. Additional information has been requested but has not been made available as of the date of this report.